Event description:
It was reported the pt's ipg was explanted due to the pt having pain/discomfort at the ipg site. The doctor cut the leads at the ipg site due to scar tissue in lieu of explanting the ipg. The leads will remain inside the pt. The pt has been doing well since the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.